Manufacturer narrative:
The compromised force sensor system alarm was noted during the basic occlusion test due to a protruded, loose drive support disk. The insulin pump had a minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.